Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was successfully performed with two prostyle devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly post evar procedure, the sutures were advanced successfully; however, bleeding still occurred. A cut down was performed and hemostasis was achieved surgically. Due to the surgical intervention, a clinically significant delay was reported. No additional information was provided.